Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2018, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by (B)(6) 2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified. The patient was presented back to the electrophysiology laboratory on (B)(6) 2019. The device was successfully explanted and no complications as a result of the surgical intervention was reported. The device is enroute to boston scientific for laboratory testing.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Residual gas analysis indicated a higher percentage of hydrogen gas than normal inside the pg case. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
Upon receipt, the device will undergo detailed analysis to determine root cause.

Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2018, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by (B)(6) 2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified. The patient was presented back to the electrophysiology laboratory on (B)(6) 2019. The device was successfully explanted and no complications as a result of the surgical intervention was reported. The device is enroute to boston scientific for laboratory testing.